Event description:
The reason for revision of this arthroplasty is unknown. The acetabular component was revised. The components were implanted in situ for 4.01 years medical records and x-rays were not provided to sytrker for review.